Manufacturer narrative:
Although no product was returned, no evidence exists to contradict the substance of the complaint. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. A caution label is supplied with the mandrel guide, which states; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." However, we will continue to monitor for similar complaints.

Event description:
In two prior cases using this product line, the physician had two different issues with the mandril wire guide contained in the set. In one case, the mandril broke off and was lodged in soft tissue, the physician removed the wire with a clamp. The second case, the mandril was lodged in the micropuncture set. The condition of the pt is unk.